Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed flow rate. The process step was unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review/service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported failed flow rate which was reproduced through troubleshooting the device. The reported condition was verified. The cause was determined to be flow rate was out of specification. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.